Event description:
It was reported that the product was received in a box of ten. A single product was found with battery debris throughout the tray. Nine other items were unaffected. The product was found in supply and was unopened by the customer. The issue did not occur during surgery and there was no patient involvement. There was no reported patient impact. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Foreign country: australia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: a1, a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Visual inspection of the product showed the battery pack was busted open and there were pieces of batteries as well as black debris from the battery expulsion throughout the tyvek tray. Inspection of the interior of the battery pack found the red wire appeared pinched not far from where it connected to the electrode of the pack. Batteries appeared to have been in the correct orientation inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.